Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed bone spicule abraded and pierced implant resulting in inner lumen deflation.

Event description:
Deflation resulting in explantation.